Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the device was unable to be interrogated. This was related to the device and not the implant procedure. The event is ongoing. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the stimulator was discharged on (B)(6) 2018. The stimulation was found to be off on (B)(6) 2018 and the patient wasn¿t using the device as of (B)(6) 2019. They were unable to interrogate the device on (B)(6) 2019 and (B)(6) 2019. The patient was encourage to charge the device.